Event description:
The customer reported the system displayed an error code message and thereby locked up. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The printer circuit boards and connections were reseated. Also, the power supply was adjusted. The system was then found to be operating as intended.